Manufacturer narrative:
Root cause is most likely caused by high energy absorption by some or all of the optics. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A clinical director reported that an energy too low error message displayed during treatment. The system gave the option to abort the procedure or continue with treatment, the surgeon elected to continue. The treatment was completed with no harm to the patient. It was noted that a gas exchanged was performed after treatment and the rest of the days treatments went as planned.